Event description:
"During an IV start for surgery, the chloraprep frepp sponge was activated and glass fragments were in the sponge leading to a superficial cut on the patient's arm."

Manufacturer narrative:
Ams-796cp, lot # 810124 contained chloraprep frepp (part # 260599nsb), lot # 030714a (24896) and 030966b (25900). Cardinal health is the supplier. (B)(4) from cardinal was contacted on (B)(4) 2009; she was notified about the complaint directly from the hospital. The hospital will forward the device directly to cardinal. Cardinal will provide vygon a copy of the investigation report once the investigation has been completed. A medwatch report was reported by the hospital, vygon received a copy of this medwatch on (B)(4) 2009. Vygon had previously determined the event not to be reportable, because the cut described in the report was superficial.